Event description:
It was reported that the alarm 65 (non-recoverable system error) occurred in arctic sun device during equipment inspection. The reported issue was confirmed and alarm#65 had occurred. As a result of the component cross-test, a problem with the processor circuit card was confirmed. When I tested this device with the good processor circuit card, it worked normally. Per follow up information received via email on 06oct2023, repairs were completed at the customer site. Visited the customer with spare parts. The problem was solved by replacing the processor circuit card. After replacement, calibration was performed. Processor circuit card was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty processor circuit card. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty processor circuit card. The device was evaluated and the reported issue was confirmed as it was noted that the unit was receiving an alarm 65 due to a faulty processor circuit card. Processor circuit card was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the alarm 65(non-recoverable system error) occurred in arctic sun device during equipment inspection. The reported issue was confirmed and alarm#65 was occurred. As a result of the component cross-test, a problem with the processor circuit card was confirmed. When I tested this device with the good processor circuit card, it worked normally. Per follow up information received via email on 06oct2023, repairs were completed at the customer site. Visited the customer with spare parts. The problem was solved by replacing the processor circuit card. After replacement, calibration was performed. Processor circuit card was replaced.